Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the rotor motion controller was replaced. The imaging system then passed the system checkout and was found to be fully functional. The rotor motion controller has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed a collimator error when starting up. It was reported that the home screen on the imaging system would not display. It was noted that a "banging" noise emitted from the gantry. Invalidating home and restarting the imaging system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date and unique device identification (UDI) provided.